Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of immunosuppressed, low albumin, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). On an unreported date, the dianeal therapies were discontinued. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with immunosuppression and low albumin levels which resulted in peritonitis on (B)(4) 2012. The patient was hospitalized for the peritonitis on (B)(6) 2012. Treatment was not reported. The outcome for the events of immunosuppressed and low albumin were not reported. At the time of this report the patient had not recovered from the peritonitis. An opinion of causality was not reported for the events of immunosuppressed and low albumin. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891911 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.